Event description:
It was reported that patient underwent an initial knee arthroplasty in 1994. Subsequently, patient was revised in 2004 for an unknown reason. It was further reported that patient underwent a revision on (B)(6) 2014. The patella and the bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an initial knee arthroplasty in 1994. Subsequently, patient was revised in 2002 for an unknown reason. It was further reported that patient underwent a revision on (B)(6), 2014. The patella and the bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and lot number - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.